Manufacturer narrative:
The customer returned four (4) connecting tubes of (maj-2113, lot# 27a) to olympus for evaluation. It was noted that each connecting tube did not come with its original bubble packaging label, only the instructions for use (IFU) leaflet. Of the returned units, only one of the returned connecting tubes had physical damage. Visual inspection of the damaged reprocessor side (orange) connector as received condition observed that one of the gray lock levers and its clip detached but was returned with the device. There was a minor scratch on surface of the broken side where the metal clip is inserted. The pin inside the orange connector was present. The other gray lock remaining on the orange connector appeared to be intact. Also, minor scratch marks were noted on the endoscope side connector consistent with use, but it appeared to be intact and functional. The tubing is in normal condition. The three additional connecting tubes that had been returned appeared to be new and all the lock levers were still intact. The connectivity of the connecting tubes due could not be tested as the oer-elite was not available in house for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer¿s olympus sales representative reported to olympus that oer-elite connector tubes have been ¿shooting off¿ of the oer-elite. The customer reported this would occur multiple times and each time, a new connector would have to be used. Initially, the customer had thought it was a pressure problem, however, after speaking with olympus technical support, it was determined to be caused by the alligator clips. The customer was provided replacements and the replacements are working properly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected because the tube components detached due to external stress, as the user may have applied force toward incorrect direction. A final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: user can detect the event by inspecting item in accordance the following IFU. Preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.